Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. Customer's blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump was unable to perform the operating currents due to button and keypad anomaly. Insulin pump received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.